Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the patient's corneal status remained the same after topo guided laser treatment. Additional information requested.

Manufacturer narrative:
Additional information; review of the logfile for the day of treatment shows during the start-up the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile shows one successfully performed treatment. The user performed an energy checks before this patient. The energy was stabile during the whole day. The corresponding treatment was successfully performed without issue. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. The cas review stated according to the provided information, the topo-g treatment is performed on a keratoconic eye. A laser ablation with an excimer laser is contraindicated and off-label procedure for keratoconic eyes. However, some doctors are performing this procedure based on special protocols created by other surgeons. According to the comparison of pre and post op topographies, the peripherical irregularity of the cornea was shifted to center. As a result, the laser was ablating in the way that the data was entered. One of the main purpose of this treatment is to increase the visual acuity of the patient and one year post-op result shows the increase of the visual acuity of the patient. No technical root cause was identified as the product was found to be within specifications. The root cause is user error as the surgeon performed surgery with an excimer for keratoconic eyes which is off label. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the irregular steepening of the cornea was moved to central as a result of high coma. This is a keratoconus case which is an off label procedure. The surgeon intended to increased the visual acuity of the patient and as the postoperative results show, the visual acuity was increased.